Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having issues with bent cannula of infusion set. Customer reported of experiencing high blood glucose of over 600 mg/dl and low blood glucose. Customer reported that her healthcare professional was able to adjust setting in insulin pump and also advised customer to change infusion set which customer did four different times. Insulin pump will not be returned for failure analysis.